Event description:
Complaint alleges: the customer reported that during a surgery, the stapler did not work. The staples were stuck in the stapler. No patient injury reported. Additional information was requested, but no additional information has been submitted at the time of this report.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed. During visual inspection it was observed that components looked well assembled, however trigger component is pre-activated, and stapler was received without remaining staples, no stuck staples in the tip of the cartridge. Sample received did not confirm the defect reported by the customer stuck in stapler during visual inspection. A corrective action cannot be established due to the fact of the sample condition (sample was received without remaining staples) and therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. However, we will continue to monitor trending of similar complaints.

Event description:
Complaint alleges: the customer reported that during a surgery the stapler did not work. The staples were stuck in the stapler. No patient injury reported. Additional information was requested, but no additional information has been submitted at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.